Event description:
Pt received breast implants on 12/13/84. Description of allegations: symptoms: highly suspect due to "silicone gel bleed" significant weight loss after surgery, rheumatoid arthritis (diagnosed by oncologist trying to help rptr), panic attacks chronic, bone pain chronic severe, general all over bone pain, daily (intermittent), fever chronic low grade, swelling chronic, legs, ankles, arms, feet, above base of spine, unable to walk, have to use a crutch, painful & function as she did, getting worse! Unexplained bruising different parts of body probable neurological problems, (muscle spasms parkinsons? Twitching involuntary spasms) disabling migraine headaches, blurred vision & loss of vision occasional, rashes chronic, abnormal bleeding chronic, lesions, wounds on scalp, face, arms, legs, buttocks, rib cage scab, bleed, hurt, vomiting comes and goes. "Chronic fatigue (b-12 injections 1990 for chronic fatigue), bladder incontinence, lumps, silicone deposits? Large one on left forearm, swollen lymph glands, neck, groin, etc. Restricted arm movement in general, insomnia, day and night sweats, dizziness, numbness, tingling, was told by g.p. Pt has osteoporosis '89, tmj worsened-have to wear brace and ankle brace now every day, circulatory problems-palms and fingers on hands and bottoms of feet always red. Bladder infections (high school and early twenties mostly), yeast infections, dysmetria, bad cramps-but very regular menses. Sore throat-chronic, swollen and painful nodes on neck, chronic mouth ulcers-pt can't drink carbonated liquids or juices only water, pain has gotten so bad pt clenched her teeth so hard pt cracked off two back teeth. Shortened memory loss, very dry skin, hair loss, lesions on face, arms, legs, ear, scalp exude sticky substance, bleed and scab. Short periods of remission: getting shorter. Her condition has progressively deteriorated and pt needs her daughters/husband to help her with the simplest of tasks, e.g. Bathe, get from bed to the bathroom. Since she is home alone the kids are at school and husband is at work, pt crawls on her knees. Pt has virtually become a shut-in over time within last five years. At this point explantation doesn't seem to be an option for her. Pt is disabled and needs family assistance. Reference medwatch 1009833 and mw072385.